Manufacturer narrative:
Analysis of production: (3331/213) the device history record review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/213) the overall 24 month product complaint trend data for the period jun 2019 through may 2021 was reviewed. There were no triggers identified for the review period.

Manufacturer narrative:
The full name of the event site was shortened due to field character limit; the full name is (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the iabp. To fix the issue, the fse corrected one of the twisted tubing which was causing low vacuum & generated the autofill alarm, proactively verified the bimba & compressor function, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) had autofill failure. The unit alarmed for the reported malfunction. User swapped the machine and continued the treatment. No patient harm, serious injury or adverse event was reported.